Event description:
The complaint reports "before removing the catheter out as it was impossible to remove the liquid from inside of the balloon of the catheter. The balloon stayed inflated."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted. This complaint involved eleven devices, therefore a separate FDA form 3500a will be drafted for each device.